Event description:
It was reported that during the trial procedure, the patient was experiencing super uncomfortable laying on the table. The patient was moving around out anytime the doctor tried advancing the wire. The physician had to abort the trial. While removing the wire, the top four contacts got stuck in the needle and the wire was shredded, which were left in the epidural space inside the patients body.

Event description:
It was reported that during the trial procedure, the patient was experiencing super uncomfortable laying on the table. The patient was moving around out anytime the doctor tried advancing the wire. The physician had to abort the trial. While removing the wire, the top four contacts got stuck in the needle and the wire was shredded, which were left in the epidural space inside the patients body. Additional information was received that the remaining contacts were removed from the patients body. The patient was doing well postoperatively.